Manufacturer narrative:
Eval of the catheter when received, reveals the same opacity in the extensions as the previous catheter complaints from this hospital. This opacity appears to be on the inside of the extension tubing. The split in the extension and the opacity are at the site of the bifurcation and extend proximally about 1.5cm. The opacity is localized to the area of dressing changes, and disinfecting procedures. The opacity, and printing that has been wiped off the extensions are indications of chemical attack. A device history review showed nothing related to this incident. The split in the venous extension is confirmed. Co has initiated a number of studies to determine possible causes for this type of complaint.

Event description:
Catheter was placed 2/12/97. A slice was noted in the blue lumen. The catheter was removed. It was reported that the pt's body was "eating" the catheter.